Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell while traveling and went to the ER. A cat scan was performed and they ¿said the device doesn¿t look like it is in the right spot¿. It was also noted that ¿they don¿t know anything about it at the ER¿. The patient was in a lot of pain and had been having the pain since the day of the fall. It was suggested that the patient reach out to a local doctor trained in the therapy. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va0cl80, implanted: (B)(6) 2013, product type: lead. (B)(4).